Event description:
It was reported that a battery depletion message was observed in the remote home monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis of device data from the remote home monitoring system noted the presence of extensive magnet applications that resulted in the device emitting beeping tones. Technical services (ts) noted the message could be cleared through an in clinic programmer interrogation. Ts also discussed that the amount of beeping and magnet applications observed would be expected to cause a reduction in device longevity. It was reported that the patient had been lost to follow up. A health care professional (hcp) attempted to contact the patient, however, was unable to reach the patient as all contact information was no longer valid. The hcp suspected the patient may have started seeing a different physician, however, new physician information was not known. The root cause of the magnet applications was unable to be determined. Available information indicates this device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a battery depletion message was observed in the remote home monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis of device data from the remote home monitoring system noted the presence of extensive magnet applications that resulted in the device emitting beeping tones. Technical services (ts) noted the message could be cleared through an in clinic programmer interrogation. Ts also discussed that the amount of beeping and magnet applications observed would be expected to cause a reduction in device longevity. It was reported that the patient had been lost to follow up. A health care professional (hcp) attempted to contact the patient, however, was unable to reach the patient as all contact information was no longer valid. The hcp suspected the patient may have started seeing a different physician, however, new physician information was not known. The root cause of the magnet applications was unable to be determined. Available information indicates this device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.